Event description:
A report was received that during a lead revision procedure for inadequate stimulation, the physician observed that a contact had come dislodged and was dangling by a wire. The lead was replaced and the patient is reportedly well following the procedure.

Manufacturer narrative:
Explanted lead will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.